Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. The insulin pump primed properly. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratches on the display window and a cracked case at a display window corner.

Event description:
Customer's mother called stating customer is experiencing several malfunctions with insulin pump, such as, pump is not sensing the reservoir when filling infusion set, no numbers shows on screen, and insulin squirts out. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.